Event description:
A customer reported an issue with their pump's touchscreen, which was not responsive and required longer time and multiple taps to function. Consequently, the customer's blood glucose level was recorded at 450 mg/dl. The customer used a correction bolus via the pump, which did not necessitate third-party assistance. Although no cracks or shatters were found on the touchscreen, technical support provided the customer with explanations about task prioritization of the pump and shared tips for smoother interaction with the touchscreen. The customer was sent a loaner pump, and a resolution was reached through education provided by technical support.